Event description:
During colon resection procedure, stapler clamped down on tissue and stapled, but then got stuck in 'closed' position. Davinci tech was able to get it release and open again. No harm to patient.